Event description:
It was reported that during a cholecystectomy procedure that the hand switch did not activate. However, only the min button could activate. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.